Manufacturer narrative:
Initial reporter is the facility; no individual contact is available. Investigation summary: the device was received and inspected. The tip shows signs of burns. There is evidence of melting at the proximal end of the manifold surrounding the return brace. There are also cracks visible in the ceramic. The remainder of the device appeared to be in a used but good condition. There is evidence of melting at the proximal section of the manifold and return brace melting between 3 - 6 o'clock positions of the tip. Functional testing not carried out due to device condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A manufacturer CAPA investigation (CAPA-(B)(4)) has been created by gyrus to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. This CAPA-(B)(4) only was created to reduce the number of failures. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the repair of rotator cuff injury operation on (B)(6) 2019, the customer noted that smoking in vapr s90 4.0mm electrode with integrated handpiece. The surgery was completed with another device. There were no adverse consequences to the patient and no delay reported. No additional information could be provided. This is report 1 of 1 for (B)(4).